Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing found the device failed the startup check. In addition, there was damage on the video connector socket and rust on the video connector socket and camera heads can be pulled out partially. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the subject device did not start up as expected. When it was powered on, all lights on the front panel were on. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A definitive root cause was not established. Olympus will continue to monitor field performance for this device.